Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. A36513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, vaginal haemorrhage, abdominal pain lower, nausea, breast tenderness and ovarian cyst. Concurrent conditions included dysuria, menses irregular, pre-menopausal menorrhagia, uterine bleeding, dysmenorrhea, adenomyosis, paratubal cyst and heavy periods. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy with removal of bilateral essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, fatigue, alopecia and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the fallopian tubes are occluded at the cornual regions. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. A36513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, vaginal haemorrhage, abdominal pain lower, nausea, breast tenderness and ovarian cyst. Concurrent conditions included dysuria, menses irregular, pre-menopausal menorrhagia, uterine bleeding, dysmenorrhea, adenomyosis, paratubal cyst and heavy periods. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy with removal of bilateral essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, fatigue, alopecia and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the fallopian tubes are occluded at the cornual regions. Lot number: a36513, manufacturing date: 2012/08, expiration date: 2015/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.